Event description:
It was reported that during a procedure, the surgeon had issues locking the cross connector.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Inspection of the returned disassembled components of the cross connector found no evidence of excessive force or damage to the components, however the central set screw was missing. The components were sent to qc for inspection to ensure all parts and dimensions are within spec. Qc verified that they are. A review of the manufacturing indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2007. The probable underlying root cause for the reported incident is that the set screw prematurely disengaged from the assembled cross connector during storage or shipping of the cross connector. Qc inspection of the components ensured that all components were within correct dimensional spec and were manufactured correctly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event